Event description:
It was reported the patient has been receiving inadequate therapy. An impedance check revealed no anomalies. Effective therapy could not be obtained via reprogramming. As a result, the patient may undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's scs system was explanted and replaced. The ipg was reported under MFR. Report#: 1627487-2015-26379. Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.